Event description:
It has been reported to philips that the user encountered an http 500 error when attempting to save reports. The device was in clinical use at the time of the event. No adverse events or patient harm were reported in the associated complaint (B)(4). Philips has started an investigation of this complaint.

Manufacturer narrative:
It has been reported to philips that the user encountered an http 500 error when attempting to save reports. The device was in clinical use at the time of the event. This has been identified as a software defect in iscv (intellispace cardiovascular). Although no adverse events or patient harm were reported in the associated complaint (pr 7033013), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction. Note: the evaluation results FDA c-code and conclusion FDA c-code have been updated in this emdr.